Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had "force sensor". Event occurred during use. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a cracked/chipped top case. A 'force sensor test error' was found in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the force sensor was out of calibration. The force sensor was recalibrated. The service history review had no indication that the complaint was related to a service of the device within the review period.